Event description:
It was reported that this patients remote communicator displayed a red light. Subsequently, troubleshooting was performed, and the communicator was power cycled. The patient was referred to contact their clinic regarding the red light. Further information was requested. At this time, this device remains in service and there were no adverse patient effects reported. Attempts to obtain further information were unsuccessful after due diligence was completed.

Event description:
It was reported that this patients remote communicator displayed a red light. Subsequently, troubleshooting was performed, and the communicator was power cycled. The patient was referred to contact their clinic regarding the red light. Further information was requested. At this time, this device remains in service and there were no adverse patient effects reported.